Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The video processor (vp) was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and found to have error 420241 in the system logs. The visual inspection revealed the vp filter was dirty. The vp was installed on a test system and the component functioned as expected. The test system was set to run 10 power cycles and sat idle for 1 hour. The error could not be replicated.. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of a da vinci assisted prostatectomy surgical procedure, non-recoverable fault 40241 was observed while setting up the system. Technical services engineer (tse) verified the fault in the system logs, pointing to a node not communicating with the system. Tse guided the customer to perform a power cycle and reseat the video processor cable as well as the power cable. The fault persisted after troubleshooting was attempted. The procedure was aborted with no patient injury.